Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 281 mg/dl at the time of incident. The customer's blood glucose was 98 mg/dl at the time of call. Troubleshooting for cosmetic damage was performed. Customer advised the reservoir compartment was unable to lock in place and the reservoir compartment was broken. Customer reported that there was a piece missing on the reservoir compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump was received with completely broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring. Unable to perform occlusion test due to broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring.